Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. Additional information was reported that the patient had removal surgery on (B)(6) 2016. The surgeon noted ¿the mesh had folded downward and was cutting into the loop of the ileum leaving a small hole in the bowel.¿ it was reported that the patient underwent multiple incision and drainage wound vac procedures subsequent to the removal of the mesh. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional narrative: it was reported that following insertion the patient experienced infection.